Manufacturer narrative:
The event of system explant due to infection at ipg site was reported to abbott. The leads were left implanted. The patient was re-implanted at a later date. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at their ipg pocket site. In turn, the patient underwent surgical intervention wherein the device was explanted on an unknown date. The infection cleared and the patient was reimplanted with a replacement device, restoring therapy.